Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the er320 clip would not form, even when the jaws were closed. It stayed completely open and then device dropped the clip. All clips were retrieved from the pt. This occurred on every firing of the device. A competitor product was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D6: device returned with no lot ID. H6; yielded jaws. Based upon the inquiry info rec'd and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred.